Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / lower pelvic pain') in an adult female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included body mass index normal, nabothian cyst, endocervicitis, adenomyosis and inflamed seborrheic keratosis. Current weight 210 lbs. Concurrent conditions included hypertension. Concomitant products included hydrochlorothiazide since 2014 for hypertension. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced urticaria ("rash/skin condition type: hives"), nausea ("nausea") and vision blurred ("vision problems type: blurry vision"). In (B)(6) 2016, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with amoxicillin, cefixime (flexeril), cortisone, ibuprofen, naproxen, phentermine, prednisone and surgery (lavh, b-s/total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, urticaria, urinary tract infection, vaginal infection, vaginal discharge, alopecia, mood swings, headache, nausea, vision blurred, weight increased, vaginal haemorrhage, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, mood swings, nausea, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, allergy, uti, vaginal infection, vaginal date of insertion discrepancy - 2012 was mentioned. Coils of three on the left and three on the right. Otherwise normal findings at the time of hysteroscopy. Trailing coils: left 3; right 3 discrepancy noted: previous date of insertion: (B)(6) 2011. In current pfs date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Pathology test - on (B)(6) 2021: a} uterus and fallopian tubes, total hysterectomy and bilateral salpingectomy benign ectocervical squamous mucosa. Benign endocervical glands with nabothian cysts and mild chronic endocervicitis. Benign proliferative endometrium with moderate. Adenomyosis. Intramural leiomyoma, 005 cm. Unremarkable uterine serosal surface. Benign bilateral fallopian tubes b) skin, right thigh, excision. Inflamed seborrheic keratosis. Lot number: 846833, manufacturing date: 2011-04, and expiration date: 2014-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-sep-2021: quality safety evaluation of ptc. Lab data and surgery added from sd dated: (B)(6) 2021. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / lower pelvic pain') in an adult female patient who had essure (batch no. 846833) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included body mass index normal, nabothian cyst, endocervicitis, adenomyosis and inflamed seborrheic keratosis. Current weight (B)(6) lbs. Concurrent conditions included hypertension. Concomitant products included hydrochlorothiazide since 2014 for hypertension. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2015, the patient experienced urticaria ("rash/skin condition type: hives"), nausea ("nausea") and vision blurred ("vision problems type: blurry vision"). In (B)(6) 2016, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with amoxicillin, cefixime (flexeril), cortisone, ibuprofen, naproxen, phentermine, prednisone and surgery (lavh, b-s). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, urticaria, urinary tract infection, vaginal infection, vaginal discharge, alopecia, mood swings, headache, nausea, vision blurred, weight increased, vaginal haemorrhage, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, mood swings, nausea, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, allergy, uti, vaginal infection, vaginal date of insertion discrepancy - 2012 was mentioned. Coils of three on the left and three on the right. Otherwise normal findings at the time of hysteroscopy. Trailing coils: left 3; right 3 discrepancy noted: previous date of insertion: (B)(6) 2011. In current pfs date of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information ,other relevant history,date explanted added and product removal details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.